Manufacturer narrative:
(B)(4). The customer returned seven catheters in various configuration and conditions. Five of the returned devices had the hubs of the devices separated from the catheter shaft, while the remaining two devices were intact. The devices were inspected visually and by using a caliper to measure the flare size. All devices were manufactured to spec. Quality control confirms the flare is seated in adapter and that the tubing must not turn in fittings. Glue joints must be secure. Additionally, it is confirmed that the flare is not folded over the opening in adapter and the fitting is secure. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. A change was made to an insert molded version of this product (-imh suffix) available for mfg. The -imh version provides consistently higher tensile forces than the original version. The original version is being phased out pending various global regulatory approvals. Although not an output of this investigation, an engineering project was initiated to change the mfg process to an insert molded hub. The project was complete in (B)(4) 2010. We will continue to monitor for similar complaints. Appropriate internal personnel have been notified.

Event description:
The catheter is falling apart. The drain becomes disconnected. No part of the device remained inside the pt. The pt did require add'l procedures due to this occurrence: the drain was removed and a new one was placed. The complainant did not report any adverse effects on the pt due to this occurrence.